Event description:
It was reported that the connection sleeve on the t handle broke off when the shaver was removed.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Material analysis concluded that the t-handle fractured as a result of mixed cleavage and ductile overload. No materials or manufacturing defects were found. Conclusion: the specific cause is multifactorial and not determined.

Event description:
It was reported that the connection sleeve on the t-handle broke off when the shaver was removed.